Event description:
Additional information received reported the patient¿s stimulation was intermittent. The stimulation had been intermitted for the past couple of weeks. They had also increased the stimulation to 10.5v and but was not feeling stimulation. An impedance test at 3.0v using all reference electrodes showed greater than 40,000 ohms on electrode four. At the time of the call the patient was programmed with 3+, 4-, 5-, 6-, and 7+ at 8.2v, 450 pulse width, and 50hz. With this set up the patient was able to feel stimulation. The health care provider (hcp) had decided they would replace the entire system and re-implant with a new on. As of (B)(6) 2015 the surgery date had not yet been set.

Event description:
Additional information reported that the patient would charge all the time at night. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the there was an elective replacement indicator (eri). Interventions included replacing the device. There was a possible battery issue. The battery was running to end of life eri. It was found that the lead had been malfunctioning and the battery was running to end of life.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was a battery issue with the stimulator. The outcome was resolved without sequelae. Diagnostic methods included device evaluation. The device was evaluated and most likely the leads were not working but it was possible there was a battery issue. The etiology was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. As of 2 days prior to this report, the patient stopped feeling stimulation and stated the implantable neurostimulator (ins) was dead. The ins was fully charged and her programmer was showing her batteries to be good. The stimulation was turned off initially. The stimulation was turned on and increased until reaching the upper limit of group b program 1. The patient did not have a program 2. The patient did not feel stimulation on group c either at the upper limit. A little stimulation was felt on group d program 1 at 10.5 volts. The patient felt a small tingle but it was a little high in her rib cage. The stimulation was hitting her hips and legs and it was ¿not so uncomfortable.¿ the patient stated she falls all the time but nothing major. This hasn¿t occurred lately. The exact dates of the falls were unknown. She was told her ins had a short time left when she saw her healthcare provider (hcp) about 6 months prior to this report. In order to get stimulation to come on she needed to lean over when charging it. The patient never would normally shut the stimulation off. At the time of this report it was stated to ¿spurt, spurt, and then stop.¿ 2 days prior to this report it gave her a jolt. The patient was supposed to go see her hcp on 2014 (B)(6) but was out of town. Follow-up was performed to determine if any troubleshooting had been done, if an intervention occurred, if a cause had been determined, and if the patient was receiving effective therapy and still had concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the leads were most likely not working. There was a possible battery issue. The outcome was resolved with sequelae. Interventions included replacing the entire system. The device was interrogated. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).